Event description:
Noticed large piece of plastic inside the barrel of bd 60ml syringe when the sterile syringe was used to withdraw medication from a vial. The single use syringe was removed from its sterile packaging immediately before use.